Event description:
An aa4204vl model lens was implanted in 2001 and removed in 2001. The iol had subluxed and as the surgeon tried to reposition the lens he noticed the size of the lens was too small for the patient's eye and removed the lens. There was no patient injury. In 2001 the patient's vasc was 20/50 -1, due to the subluxed iol. In 2001 post-operative exam the vasc was 20/40. The patient's prognosis is stable and improving. The lot number and model of the injector and cartridge are unknown.